Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts bunched distally on the balloon. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-jan-2019. It was reported that crossing difficulties were encountered. The 86% stenosed target lesion was located in the moderately tortuous and severely right coronary artery. Following pre-dilation with a 2.0x15mm non-bsc balloon catheter, a 3.00 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was re-advanced again but still failed to cross the lesion. The procedure was completed with a 2.75x38mm synergy stent. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.